Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the distal end of left circumflex artery. A 2.50 x 28mm synergy ii drug-eluting stent was used; however, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the bessel was mildly tortuous and mildly calcified with no significant bend in the lesion. Pre-dilatation was performed.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the distal end of left circumflex artery. A 2.50 x 28mm synergy ii drug-eluting stent was used; however, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the vessel was mildly tortuous and mildly calcified with no significant bend in the lesion. Pre-dilatation was performed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the distal end of left circumflex artery. A 2.50 x 28mm synergy ii drug-eluting stent was used; however, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.